Manufacturer narrative:
The customer confirmed that all complained results were from the same patient sample. The field service engineer determined there was insufficient washing of the probes. There was insufficient pressure in the sample probe wash flow path. The pressure was adjusted. Performance testing was run and the results were optimal. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun, a second patient sample tested with ca2 calcium gen.2, and a third patient sample tested with bilt3 bilirubin total gen.3 on a cobas 8000 c 702 module. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The first sample initially resulted in a urea value of 4 mg/dl and it repeated as 52 mg/dl. The second sample initially resulted in a calcium value of 1.40 mmol/l and it repeated as 2.18 mmol/l. The third sample initially resulted in a total bilirubin value of 0.71 mg/dl and it repeated as 0.95 mg/dl. The urea reagent lot was 695525, the calcium reagent lot was 694033, and the total bilirubin reagent lot number was 665147. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer noted that the instrument did not aspirate a system detergent and had a general problem with system wash reagents.